Manufacturer narrative:
(B) (4). (B) (4). The customer's complaint was confirmed from the returned sample. The root cause of the leak was identified to have been caused by a lack of solvent being applied to the joint during hand-assembly. A review of the device history record for model 30019e, lot 08045917, showed no quality issues were identified during the production build. This report was filed by the manufacturer.

Event description:
The user reported that they noticed a leak between the extension line and the luer lock during priming. Product was not on a patient when defect identified.